Event description:
The customer reported that the 9900 system would not boot up. No patient injury was reported.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately low compared to her expected result. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010 at 1030 pm. The patient reported a blood glucose result of "80 mg/dl" with the subject meter. The customer care advocate (cca) was advised the patient manages her diabetes with novolog insulin. At 8 pm that evening, prior to the start of the alleged issue, the patient took her usual dose of novolog insulin (2.5 units). About 20 minutes after the start of the alleged product issue, the patient claimed she felt symptoms of sweaty, shaking and "racing thoughts." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. It is not known if the patient continued to test her blood glucose on another device or if she associated the alleged symptoms with high or low blood glucose; however, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/14/2011. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.